Event description:
The customer received a blood glucose reading of 595mg/dl on the contour usb meter, re-tested on a different meter and the reading was 70mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The customer returned two bottles of contour test strips. The test strip information was not provided initially. Product information: model#s were not captured, lot# 3cj3b06, exp date 03/31/2015. Manufacture date 03/01/2013. Lot# 3lj3f06, exp date 11/30/2015, manufacture date 11/01/2013.